Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the sample probe, c4/c8 rgt pr rohs, and mixer, resolving the issue. No additional discrepant result issues have been reported since the parts were replaced. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the architect c4000 did not identify an increase in complaint activity. A review of tracking and trending for the sample probe, c4/c8 rgt pr rohs, and mixer did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c4000 for serial (B)(6) or the sample probe, c4/c8 rgt pr rohs, and mixer were identified.

Event description:
The customer reported false elevated magnesium generated from architect c4000 analyzer. The customer provided the following sample data: sample ID (B)(6): on (B)(6) 2025 initial result was > 8mg/dl. Repeat 1:5 dilution result was > 40 mg/dl. Repeat 1:11 dilution result was 22.43 mg/dl. When repeated on (B)(6) 2025, the undiluted result was 2.14 mg/dl and the 1:10 dilution result was < 6mg/dl sample ID (B)(6): on (B)(6) 2025, the initial result was 6.28 mg/dl and repeat result was 1.6 mg/dl. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated magnesium generated from architect c4000 analyzer. The customer provided the following sample data: sample ID (B)(6): on (B)(6) 2025 initial result was > 8mg/dl. Repeat 1:5 dilution result was > 40 mg/dl. Repeat 1:11 dilution result was 22.43 mg/dl. When repeated on (B)(6) 2025, the undiluted result was 2.14 mg/dl and the 1:10 dilution result was < 6mg/dl. Sample ID (B)(6): on (B)(6) 2025, the initial result was 6.28 mg/dl and repeat result was 1.6 mg/dl per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.